Manufacturer narrative:
The customer complaint of failure to interrogate was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Lab analysis was performed and the results indicated normal device functionality. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: d4.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. The device was explanted and replaced, and the patient was stable with no consequences.